Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
A customer reported the handpiece cable was separating from the strain relief and a system message, indicating the tip on the phaco handpiece was loose, was rec'd during surgery. The handpiece was replaced and the surgery was completed. There was a reported delay of 10 mins. There was no pt harm reported.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The reporter also stated the meter display is cracked and cloudy. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.